Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to bacterial infection. There were no additional adverse patient effects reported. The ra lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.